Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator main unit out of the cart. Our field service engineer inspected the ventilator on site and discovered that the main unit was not attached with the clamp on the mobile cart. The problem was solved by re-locking the ventilator with the mobile cart. There were no ventilator malfunction. The root cause to the reported issue was most likely a usability issue.

Event description:
It was reported that the ventilator main unit out of the cart. There was no patient harm. (B)(4).